Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the peritonitis and another indication. The peritonitis was manifested by sudden abdominal pain which increased after pd. The patient was admitted to the hospital due to another indication (unspecified date in the same month as peritonitis onset date). On the same day as onset the patient began intravenous (IV) treatment for the peritonitis with ertapenem (1 gram, via IV gtt (drops), qd (daily)) and levofloxacin (0.6 gram, via IV gtt, qd). Ten days after onset, the patient¿s family requested to end all treatment for the event. Two days later, the patient passed away. The cause of death was reported to be due to peritonitis and end stage renal disease (esrd). Dianeal therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available.